Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead to be implanted exhibited high pacing impedance. The right atrial lead was replaced during the same procedure on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.